Manufacturer narrative:
Report source - foreign: (B)(6).

Event description:
Information was received that a smiths medical jelco optiva IV plastic hub / radiopaque, 20g catheter, remained in the vein. It was impossible to remove. An intervention was necessary. No further adverse patient effects were reported.